Event description:
The surgeon was performing a multi-vessel opcab (off pump coronary artery bypass) procedure using the cts opcab system (om-1000), via a median sternotomy. He had successfully performed a left internal mammary artery to left anterior descending bypass and had repositioned the pt for an obtuse marginal bypass. At this point, the cts opcab retractor broke, allowing the chest to close. The pt's heart was in such a position that the chest closed upon part of it, causing momentary cardiac standstill. A second cts opcab retractor was immediately ultilzed to re-open the chest. The surgeon observed a small bleed at the right of the first anastomosis. He repaired this using a single stitch. The surgeon then completed the remaining bypass procedures without further event. Approx 8 hours post-op, the pt developed bleeding from the posterior aspect of the heart and was operated on for repair. It could not be determined if the bleed was in the area of trauma from the chest closing on the heart, and therefore it is not conclusive that the complication was a result of the event. There were no further clinical sequelae.